Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements and was found to be high out of range. Technical services (ts) recommended to continue to monitor this lead. The rv lead remains in service. No adverse patient effects were reported.